Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for follow up showing noise on the lead. Patient was asymptomatic. It was noted that pacing was inhibited due to the noise. No further information.